Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The severe target lesion was located in a coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, on inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.